Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial and right ventricular lead were capped and replaced on (B)(4) 2019. The patient's right atrial lead had exhibited episodes of lead noise resulting in inappropriate mode switches since implant. The patient's right ventricular lead exhibited a sudden increase in capture thresholds which resulted in loss of capture. The patient experienced a syncopal episode as a result. The patient was stable.